Event description:
It was reported that during testing conducted at the manufacturer facility the micro oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event was confirmed during evaluation of the device. Widespread evidence of non-stryker repair work was found affecting components, including the mid-speed motor cartridge, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the micro oscillating saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.